Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) the device display a "defib pad short" message when the associated electrode pads were attached to patient. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.